Event description:
The customer reported that the vertical lift was inoperative. No pt injury was reported.

Manufacturer narrative:
The service rep corrected the system per field action. The system operates as intended.